Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) found autofill calibration x1 shuttle pressure value is below required value. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), e2, e3, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: d1, d4(model#, catalog# & UDI#), e1(initial reporter & event site email), e4, g2 the getinge service territory manager (stm) that encountered the issue adjusted x2 drive pressure value to specified value, tried to adjust the bimba cylinder but no changes occurs, suspected problem with bimba cylinder has to cross check to confirm the same. The fse replaced the bimba cylinder and found that x1 value is under specified value. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a